Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the balloon leaked when being inflated. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon burst which produces the reported leak. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The returned balloon burst which produces the reported leak. The balloon burst is likely to have occurred due to procedural factors encountered such as excess pressure, interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous the procedure, could have caused the problem found on the balloon. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the balloon leaked when being inflated. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.